Manufacturer narrative:
Awaiting receipt of device. (B)(6).

Event description:
It was reported during an acl reconstruction, the 2.4mm passing pin bent as advancing into the bone on power and subsequently a second passing pin was used. As the 4.5mm cannulated drill bit was introduced over the passing pin the distal tip sheared off in the joint.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.